Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient experienced a signal loss over 3 hours. The event occurred during the evening and the patient experienced hypoglycemia, felt dizzy and unwell, was ¿asleep¿ and required help and support from the spouse to get out of bed and to eat. The patient was then treated with drinking grape juice. During the event, the patient did not have any cgm (continuous glucose monitor) readings and did not remember any of the blood glucose readings as she did not measure this often and could not remember an exact value. The patient reported having headaches since the event but stated to be healthy at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.